Event description:
The biomed reported tempus ls unit displayed error code: hardware failure (dpm) when performing defib pacer test fix mode during annual preventive maintenance. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is in progress.